Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected non-fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 371 mg/dl and 169 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:169mg/dl, (B)(6) 2015, 03:23pm; 2:371mg/dl, (B)(6) 2015, 03:16pm. Adverse event not reported.